Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in all instances the cuff was checked before intubation but then could not hold air after intubation. There was no reported patient involvement.